Event description:
It was reported that the anesthesia workstation had generated two technical error codes indicating safety valve open and pressure sensor failure. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was not reproduced and no parts were replaced. Evaluation of the received device logs confirmed the reported issue. The root cause of the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/01/2021. Corrected manufacture date: 11/25/2021.

Event description:
Manufacturer's reference #: (B)(4).